Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Blood glucose was 442 mg/dl. Pump therapy was discontinued and customer was treated with intravenous insulin. Customer attempted to resume pump therapy and blood glucose level increased. Reportedly, cause may have been due to use error (customer not fully charging the pump); however, review of pump data showed no malfunctions, alarms or alerts that would have impacted insulin delivery. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.

Manufacturer narrative:
Tandem clinical diabetes specialist provided the following additional information: customer was seen by healthcare provider on (B)(6) and pump bolus setting changes were recommended to 1u/8 g cho and sensitivity to 40.